Event description:
It was reported by the affiliate that during a lap sigma procedure, the instrument did not staple completely and the surgeon had to open abdomen to overstitched by hand. No further information is available. There was no patient consequence.